Manufacturer narrative:
Additional procode: hto. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part number: 03.404.016s, synthes lot number: 35p0863, supplier lot number: n/a, release to warehouse date: dec 19, 2019, expiration date: dec 31, 2029, supplier: (B)(4). No ncrs were generated during production. Device history review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, while using the suprapatellar nail system and reamer irrigator aspirator (ria) to nail a tibia, the ria tip broke while passing the ria down the tibia. Care was taken to go in and out and not take too much bone at once. Fragments remained in the patient. The small parts of the reamer head remained in the canal. There was no surgical delay reported. The surgery was successfully completed. There was no patient consequence. This report is for one (1) 10.0mm reamer head for ria 2 sterile. This is report 1 of 1 for (B)(4).